Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a cold snare was used in a polypectomy procedure. The exact procedure date was unknown. During the procedure, snare did not exit the catheter properly, requiring multiple attempts to open and close it for the snare loop to fully open. This process was cumbersome, causing the physician to lose the scope's position. Despite numerous attempts to open the snare and cut the polyp, they were unsuccessful. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.